Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and a bolus via the pump was delivered to address the bg level. The customer was taken to the emergency room (ER) for diabetic ketoacidosis (dka) and was admitted to the hospital. The ketone level was considered as being dangerous. The customer was treated with an intravenous insulin and saline drip. The next day the customer's bg level was 90 mg/dl and after the customer resumed pump therapy, the bg level elevated to 324 mg/dl. The customer thought that the pump or supplies were the cause of the high bg. A pump system check was performed and no device issues were identified. The customer's healthcare provider had the customer use insulin injections to manage diabetes and was discharged on (B)(6) 2017.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the most likely cause of the reported issue is due to the patient having stopped insulin delivery for several hours. During functional testing, a different issue was identified.